Manufacturer narrative:
Based on gwi-00019, this item requires no investigation.

Event description:
It was observed that during the device evaluation, the forceps of the gastrointestinal videoscope could not be inserted smoothly. There was no patient involvement.